Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. If further details are received at a later date a supplemental medwatch will be sent. Citation: european journal of cardio-thoracic surgery 12 (1997) 150- 151. [(B)(6).pdf].

Event description:
It was reported via journal article title: extrusion of teflon® aortic pledgets from a sternal wound six years after cardiac surgery. Author: kevin s. Conn, john j. Dunning, ravi pillai. Citation: european journal of cardio-thoracic surgery 12 (1997) 150- 151. The authors presented a (B)(6) male patient with subendocardial myocardial infarction complicated by post-infarct angina who underwent coronary artery bypass surgery. During the surgery, the aortotomy was closed after decannulation using the purse-string suture with prolene suture buttressed with two teflon pledgets. Two weeks post-op, the patient developed discharge of clear fluid from the upper part of the sternal wound. Staphylococcus aureus, sensitive to flucloxacillin but resistant to penicillin, was isolated from the discharge. Eight and a half months after surgery, the patient developed an abscess at the top of the sternal wound where it was incised and pus was drained, but it continued to discharge for six weeks. So, under general anesthesia, the wound was debrided and sinus was excised. The uppermost sternal wire was removed and wound was closed with dexon and ethilon sutures. Twelve weeks later, the patient was readmitted for further surgical exploration where a 3x1.3 cm ellipse of skin with underlying connective tissue was excised. The sinus was curetted and wound was closed with vicryl and prolene sutures. Five months later from the recent admission, the patient was readmitted due to recurrence of discharge where a granuloma and diseased tissue were excised, leaving 3cm deep defect open to heal by secondary intention, packed with gauze soaked in providone iodine, and wound was closed over a 7-week period. The discharge recurred and periodic wound swabs showed a light contamination with s. Aureus with the same antibiotic sensitivity and numerous courses of flucloxacillin over the next three years was prescribed. Fifty eight months post-op, the patient had persistent discharge from the sinus, but declined further surgical exploration. Six years and four months after the bypass surgery, the patient came to the general practitioner and gave the purse-string sutures and felt pledgets which were extruded from his sinus. The sinus closed two weeks later and has remained healed for three years to date. The authors stated that a sinogram, computerised tomographic scanning or isotope-labelled white blood cell scanning may have been useful in identifying that the source of the discharge was deep in the mediastinum where suture material and felt pledgets at the aortic cannulation site acted as a nidus. A re-sternotomy would have allowed a more aggressive exploration to remove all foreign material and may have resulted in an earlier resolution of the discharge.